Event description:
According to the reporter, during a spontaneous vaginal delivery in which the patient subsequently experienced a first-degree perineal tear, the suture detached from the needle during the first stitch. The physician immediately discontinued use of the affected suture and replaced it with a new suture to complete wound closure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.